Event description:
Breast implants after mastectomy for early cancer (tubular carcinoma) behind cyst in right breast. She has hypoglycemia (liver test abnormal), flu like symptoms 1983, knee joints inflamed 1985, arthritis in neck and back, ruptured and bulging 2 disk 1987, overactive thyroid - graves disease, vaginal infections, hysterectomy (fallopian tubes infected), hives for 3 mos, pnemonia, rash, swollen glands, night sweats and benign tumor on nerve in neck